Event description:
During a stent deployment procedure to the left iliac artery, there was difficulty experienced advancing the jindo wire to the lesion; therefore, the guidewire was exchanged and another guidewire was used and the diagnostic catheter was advanced to the aorta. Subsequently, the jindo wire was re-advanced through the catheter; however, resistance was encountered. The product was then removed from the patient and the tip of the coilwire was stretched. The vessel was severely calcified, moderately tortuous, and 90% stenosed. A competitor guidewire was used to advance the stent delivery system. The product was clinically used without any adverse consequences to the male patient. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.